Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl.

Event description:
Physician reported via regulatory agency a case of bia-alcl; pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. Affected side is unknown. The device remains implanted.